Event description:
A customer reported that the adc device would not power on with button press. Due to this, the customer was unable to monitor glucose and experienced sweating, seizure, and loss of consciousness. The customer was treated with glucagon by wife, and received additional treatment of orange juice from healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press. Due to this, the customer was unable to monitor glucose and experienced sweating, seizure, and loss of consciousness. The customer was treated with glucagon by wife, and received additional treatment of orange juice from healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed. Visual inspection was performed on the returned reader and damage was observed on usb port. Returned batteries were measured and all results were out of specification. Battery was replaced and reader did not turned on. Pressure was applied to mcp and reader turned on with home button. Therefore, issue is not confirmed as button functions correctly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and damaged usb was observed, however this did not cause any issues. Reader did not turn on with button, strip, or usb cable insertion. Bnp-1 issue was cloned to address the issue. Pressure was applied to the cpu and so reader functioned correctly. Therefore, issue is unable to test for this particular complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press. Due to this, the customer was unable to monitor glucose and experienced sweating, seizure, and loss of consciousness. The customer was treated with glucagon by wife, and received additional treatment of orange juice from healthcare professional. There was no report of death or permanent injury associated with this event.